Manufacturer narrative:
Investigation: vigilance investigatior carried our the pictorial documentation visually and microscopically. The analysis of the fracture pattern illustrated a forced fracture due to overload. No pores, inclusions or foreign bodies could be found on the point of rupture. A notch can be found at the surface, directly at the fracture site, most likely casued by a punctual application of force. Therefore we assume that the fracture has occured at this point and caused the fracture by further forces. Conclusion and root cause: based on the information available, as well as the results of our investigation, the root cause of the failure is most probably related to an insufficient usage. Rationale: it is almost certain that a mechanical overload situation led to the breakage. The pressure mark indicate a puncutal application of force to the working end. Visual investigation indicated that quality requirements are within the specified tolerance range. No CAPA is necessary.

Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an intraoperative issue with the root elevator. During an unspecified procedure, the tip broke off the dental instrument during lever extraction. The tip was secured easily without any intervention. It was noted that the malfunction occurred despite proper handling and sterilization process. Additional information has been requested.